Event description:
It was noted in the log files that a low power hazard alarm that appeared to be consistent with a brief loss of power was observed while the system controller was connected to the mobile power unit (mpu). It was communicated that the mpu had a v-lock connector on the ac power cord, but the site was unsure what caused the loss of power. The mpu was not exchanged/removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low power hazard alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file. The log file contained approximately 6 days of relevant information (22feb2024 to 28feb2024 per timestamp). At 0:16:00 on 23feb2024, abnormal low power hazard and power cable disconnect alarms were observed. These alarms activated due to the relative state of charge (rsoc) and voltage of both power cables simultaneously decreasing; this appears to be consistent with a brief loss of ac power to the mpu. During this event, the backup battery activated as intended. The abnormal alarms cleared a few seconds later at 0:16:03, when it appeared that external power was restored to the controller. Pump operation was not affected by the observed alarms. Provided information indicated that the mobile power unit (serial number: (B)(6)) was not exchanged or removed from service, and therefore it was not returned to abbott. The root cause of the reported event cannot be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including power cable disconnect and low voltage conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Investigation revealed that a low power hazard alarm was observed on (B)(6) 2024 while the system controller was connected to the mobile power unit (mpu). This event appeared to be consistent with a brief loss of power to the mpu.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4: is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.